Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 90% stenosed lesion being treated was located in the severely calcified and severely tortuous, mid to proximal left anterior descending artery (lad). The physician predilated the target lesion with a 1.2x6mm non-bsc balloon catheter inflated twice to 10atms, and a 2.5x15mm non-bsc balloon catheter inflated twice to 12atms. Then a 2.50x16mm promus element stent delivery system (sds) was advanced to the target lesion, however, the sds was unable to cross the lesion. Then the physician advanced the 2.5x15mm non-bsc balloon catheter and inflated it to 15atms three times and then the buddy wire technique was used to readvance the sds, however, the device was still unable to cross the lesion. The sds was successfully removed and it was noted that the stent was flared. The procedure was completed with a different device. No complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Age at the time of event: 18 years or older. Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).